Manufacturer narrative:
A.1.-a.5. Patient information was not provided. H11: livanova deutschland manufactures the gas blender. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland has received a report that, during priming, the electronic gas blender displayed alarm e19 (calibration fault) and module defective error message appeared in the machine. There was no patient involvement.